Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, in the middle of a ureteroscopy laser lithotripsy using the laser system and laser fiber, the surgeon requested the laser setting be changed. The surgeon resumed using the laser, but at 1820, he felt the laser to his hand. The equipment was immediately switched to standby, and the laser fiber was checked. It was noted that the laser fiber was broken in two and was immediately disconnected from the machine. The surgeon assessed his hand and stated that it did not go through his gloves. There were no reports of user or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.